Event description:
It was additionally reported that there was no patient impact. It was unknown if the device was being used on a patient when it failed.

Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d9: corrected section h6: health effect - impact code and medical device problem code corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (B)(6) not passing the self-test was confirmed via testing of returned product. The power module (pm) was returned to the pleasanton service depot (psd) in unremarkable condition. The unit did not pass the self-test. Upon investigation the speaker was found to be damaged. A purchase order was requested for repair of the unit; however, the purchase order was not obtained. The unit was sent back to the customer unrepaired. Multiple attempts were made to obtain additional information from the customer regarding the event (including when the issue was identified and if exchanging the device resolved the issue); however, no additional information was provided. A root cause of the reported event was determined to be a damaged speaker on the power module. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2013. The power module instructions for use (rev. B) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use (rev. C) section 7 ¿ alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was not passing the self test. There were no buzzer sounds during sequence #5 of the self test. The power module was returning for evaluation.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.